Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is capsular contracture, baker ii/iii.

Event description:
Healthcare professional reported right side capsular contracture, baker ii/iii. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker ii/iii. Device has been explanted.